Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the er420 instrument clips did not close during the procedure and the clips were falling down before firing the device. There was no consequence to the pt.